Manufacturer narrative:
Section d6b, date of explant, has been added.

Event description:
A 53-year-old male with acute myocardial infarction complicated by cardiogenic shock (pre-support scai shock stage d) was supported with an impella 5.5 implanted via right axillary/subclavian surgical access. During support, the nurse reported a change in urine color from pink to red overnight, suggestive of hemolysis, accompanied by a few suction alarms. Pump position was assessed via pocus and confirmed to be appropriate. The performance level was reduced from p7 to p6, after which the urine began to clear, indicating improvement. Laboratory evaluation for hemolysis (plasma free hemoglobin and ldh) was planned to confirm resolution. Additionally, a controller error (yellow alarm) occurred on console ic13475 during use, and the controller was exchanged while maintaining pump support. The device remained in place and was not removed due to the event. The patient remained stable on support with survival outcome at explant pending. Hemolysis may be influenced by patient specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.